Manufacturer narrative:
Device is a combination product. A promus select ous mr 38 x 2.75 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the proximal end of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27-feb-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery (lcx). After a non-bsc guidewire was crossed the lesion, pre-dilation was performed with maverick balloon catheter. A 38 x 2.75mm promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another stent followed by post dilatation. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage.